Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the device eroded through the pocket and could be visualized. It was further reported infection occurred, the patient had positive blood cultures and the organism was identified as staph aureus. The implantable cardioverter defibrillator (ICD) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.